Event description:
It was reported that insyte-n autoguard yel 24ga x .56in needle went through the catheter. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 381411; batch no: 0077674. Verbatim: we had an incident in our nicu with item 381411, lot 0077674. While attempting to restart infant's peripheral IV, a new box of insyte IV catheters 24 gauge were opened. On four occasions the IV sheath became ripped and separated by the needle, causing rn to miss IV site. Box of defective IV catheters was removed to the charge nurse desk.

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in needle went through the catheter. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 381411, batch no: 0077674. Verbatim: we had an incident in our nicu with item 381411, lot 0077674. While attempting to restart infant's peripheral IV, a new box of insyte IV catheters 24 gauge were opened. On four occasions the IV sheath became ripped and separated by the needle, causing rn to miss IV site. Box of defective IV catheters was removed to the charge nurse desk.